Event description:
It was reported that the catheter was being used on a female pt in labor & delivery (l&d). Pt had uneventful l&d. During removal of epidural catheter by rn (per hospital protocol), the tip of the catheter broke and remained inside the pt. Sales representative's report states the tip of the catheter broke off inside the pt when the nurse was removing the catheter. The tip remains in the epidural space. The pt was interested in having the surgical intervention right after she delivered her baby, but was told by the physician, she will need to go back to the hospital and have it removed when she recovers from her delivery.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.